Manufacturer narrative:
H.6. Investigation: a failure for missing results was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6)). The customer reported that they had many panels that were not giving satisfactory results, stating that there was almost no drug sensitivity occurring. They also stated that they were receiving a sensitivity result of 'I' (identification was not heard) as opposed to 'resistant' or 'susceptible.' The customer declined a dispatch by field service engineering, and bd remote services provided guidance to the customer remotely, confirming with the customer that they had attempted using different ID broth, ast broth, and indicator lots, but that the phenomenon continued. The customer also confirmed that they were preparing samples using a phoenix ap and that they had cleaned the tip of the tube and set the tube to the ap correctly. To troubleshoot the problem, bd remote services advised the customer to prepare new samples and run them using a combination of tiers within the instrument, as the customer had noted they only used tiers a and b. The issue was noted to be resolved after the new samples were tested, and there were no errors for any of the tiers used. The root cause is not known. As the original issue was noted to be with tiers a and b, and no further errors came from these tiers, this is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record (DHR) for px1589 is not necessary due to the age of the instrument. Service history review was completed for px1589 and revealed no other complaints related to missing results. Bd quality will continue to closely monitor for trending associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " from this monday or tuesday, there are frequent panels with almost no sensitivity results, and panels with only ipm "I"." ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " from this monday or tuesday, there are frequent panels with almost no sensitivity results, and panels with only ipm "I"." "